Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the patient is fine but the metal tip was missing on removal of the laser. Have made attempts with the account to gain additional information. They have been unresponsive. No medical intervention reported.

Manufacturer narrative:
7 units of varilase fibers were returned. None of the units were identified with respect to their complaint number. Each unit returned was bagged in the pouch containing its respective lot number. Blood particulates were noted all the units. The units were individually decontaminated and inspected. Out of the 7 units, the following unit was associated to this MDR based on the lot number during complaint intake: one unit of varilase fiber was returned. The event description states that the metal tip was missing on the removal of the laser. The tip was intact upon investigation. No structural damages were observed on the tip. Hardened blood was noted at the tip. Discoloration was noted at the tip. The buildup of blood could have occurred during the delivery of heat by the fiber if the fiber was not withdrawn fast enough or the power of the console was too high. The discoloration could be due to hardened blood versus heat affected metal. Additional information was requested from the account. No response was received therefore the cause was undeterminable. The device history records were reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. No product failure noted with the device.